Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Event description:
The customer reported having a leaky reservoir. The customer stated that she had been having high blood glucose levels and found the reservoir leaking into the reservoir compartment of the insulin pump. The customer then stated that there were no cracks or damage in the reservoir and that the o-rings seemed intact. Nothing further was reported.